Manufacturer narrative:
With the new information provided, this record is not reportable. There will be no further reports sent in. The manufacturer internal reference number is: (B)(4).

Event description:
New information received stating the lens seemed to be loaded improperly.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that an during an intraocular lens (iol) implant surgery, the lens was half out of the inducer. There was no harm to the patient. Additional information has been requested.